Event description:
A surgeon reports a pt is complaining of seeing a temporal dark shadow three weeks following intraocular lens implant surgery. No treatment has been provided. The surgeon is planning to monitor the pt to see whether the symptoms diminish and resolve over time.